Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks while swimming in a pool due to electromagnetic interference (emi) sensed by the implantable cardioverter defibrillator (ICD). The patient was advised to avoid the swimming pool due to emi and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.